Event description:
Caller reported an occlusion alarm occurring with the equipment. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. Customer declined technical support and refused to answer questions, expressing dissatisfaction. Reportedly, customer delivered a bolus and resumed insulin to address issue.